Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d154awg, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported there were diminishing r waves post alcohol ablation. The rv (right ventricular) lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. However, visual analysis revealed explant damage.